Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure and the mesh was implanted. The patient experienced vaginal pain and total removal of mesh was performed with combined laparoscopic and vaginal approach. No further information is available.